Event description:
This pi is for patient 6 of 10. Surgeon reported he is experiencing a high complication rate with patients whose primary procedures were mako procedures. The nature of the 10 cases is unknown at the time of report. Complications reported include effusions, pain, stiffness, possibly requiring 'scopes' and/ or poly exchanges. The nature of intervention for each of the 10 patients is unknown.

Manufacturer narrative:
Reported event: it was reported, " this pi is for patient 6 of 10. Surgeon reported he is experiencing a high complication rate with patients whose primary procedures were mako procedures. The nature of the 10 cases is unknown at the time of report. Complications reported include effusions, pain, stiffness, possibly requiring 'scopes' and/ or poly exchanges. The nature of intervention for each of the 10 patients is unknown.¿ product evaluation and results: review of the case session files was not performed as case session data was not provided. Product history review product history review was not performed as the robot and catalogue number was not provided. Complaint history review complaint history review was not performed as the robot and catalogue number was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the case session/log data, robot information, catalog number, imaging studies, operative reports, laboratory reports and pre- and post-operative x-rays as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. H3 other text : device not returned.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
This pi is for patient 6 of 10. Surgeon reported he is experiencing a high complication rate with patients whose primary procedures were mako procedures. The nature of the 10 cases is unknown at the time of report. Complications reported include effusions, pain, stiffness, possibly requiring 'scopes' and/ or poly exchanges. The nature of intervention for each of the 10 patients is unknown.